Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report at this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
It was reported to vyaire medical that the sipap ventilator circuit consistently having "rainout" causing baby to have profound bradycardia and desaturation and requiring neo puffing. On a separate occasion, baby also required chest compression to recover. No other issues reported.